Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 260 mg/dl. The customer was treated high with pump using a bolus. The customer had reported no symptoms. Customer¿s high blood glucose level was 260 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 90 mg/dl. The customer was assisted with troubleshooting. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The customer had additionally reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 260, 186 and 94 mg/dl and the sensor glucose was 130, 107 and 50 mg/dl and suspended. The sensor will not be returned for analysis